Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: failure of the power unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed due to power unit failure. Three attempts were performed to obtain additional information, but no response was received from the customer to date. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for use the video system center had no image. There was no report of patient harm, procedural delay or injury.